Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider calibrated the gdm but could not resolve the issue. The device was continuously run for 72 hours without any problems. The gas delivery unit (gdu) to cpm cable connector was found to be cracked, when the cable was shaken, the failure was generated. Ventilation continued but the cpm turned off, the device alert indicator lit, the monitor failed and the comm error generated.

Event description:
It was reported that during patient use a ventilator generated a non-silencable comm error, the control panel module (cpm) shut off and the graphics display monitor (gdm) had vertical lines and noise. There was no patient harm/injury reported as a result of this event.